Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 500 mg/dl at the time of the incident and the current blood glucose was 306 mg/dl. The customer was treated with insulin pump. The insulin pump will not be returned device for analysis.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report in summary section.

Event description:
Material has been changed to mmt-xxx for (B)(4).